Event description:
The customer reported erroneous white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and biased low platelet (plt) results, for one patient, involving the coulter act diff 12 analyzer. Controls were recovering low on low control for the questioned parameters. Through troubleshooting with beckman coulter, the customer noted the wbc bath was fuller than normal, leading to over-dilution of samples. The customer completed troubleshooting and resolved the over-dilution issue. The customer reanalyzed controls and recovered normal results. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer sent the patient sample to a reference laboratory; however, patient data has not been supplied. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
Beckman coulter customer technical support (cts) guided the customer through removing a clog out of valve lv14 then bleached, cleaned, and successfully drained the white blood cell (wbc) bath to resolve the issue. Controls were within specifications.